Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one trifusion catheter and associated tunneler were returned for evaluation. The tunneler was received with its plastic cover attached. It was noted that the tunneler was bent and the protective cover possessed a longitudinal crack at its distal end. When viewed under magnification, it was observed that one side of the cracked material was bent in towards the tunneler. Based on the findings, the investigation is confirmed for the reported cracked cover. Per the reported event details, the tunneler was received bent. Therefore, it's possible that bending of the tunneler contributed to damage to the sheath. However, the definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the plastic cover on the introducer was cracked. This was discovered prior to patient use and the device was not used in/on the patient.

Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the plastic cover on the introducer was cracked. This was discovered prior to patient use and the device was not used in/on the patient.